Event description:
It was further reported that during the initial angiography, prior to placement of the filterwire ez and the carotid wallstent, the anterior cerebral artery was occluded. No event was reported by the patient at that time and no action was attempted. The stroke was reported to be due to atheroemboli at the beginning of the procedure.

Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report #: 2134265-2009-04692. Clinical trial. It was reported that prior to discharge following a carotid artery stenting procedure, the patient experienced a stroke. The index procedure treated the 80% stenosed, 5.5x10mm lesion of the ostium of the left internal carotid. Treatment consisted of placement of a filterwire ez, deployment of a 10x24mm carotid wallstent, and post dilation resulting in 10% residual stenosis. At the time of discharge, the patient stated that his signature was not the same as it was on admission. The patient also reported numbness of his right arm on days five and seven post procedure. The investigator reported "I suspect the initial angiography before the stent or filterwire led to atheroemboli and a small stroke". The investigator assessed this event as unrelated to the study devices and highly probably related to the study procedure.